Event description:
It was reported that the pt expired. It is unknown if the pt's death was attributed to the device. The date of the reported event is unknown. The device was implanted in 2000. Information per ipr. Follow up from the physician's office indicated that the date of the pt's death is unknown. Reportedly, it is unknown if the pt's death was attributed to the device. It was further reported that the device is not available for return. It was not indicated why.

Manufacturer narrative:
Device not returned.